Manufacturer narrative:
Clinical statement: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to change the address due to having to go to the hospital/clinic. Technical support spoke to a fedex representative who was able to change the address to the clinic. Additional information was requested but not received. There was no report the patient had already been hospitalized and the delivery was scheduled for the outpatient clinic. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s unconfirmed hospitalization.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to change the address due to having to go to the hospital/clinic. Technical support spoke to a fedex representative who was able to change the address to the clinic. Additional information was requested but not received. There was no report the patient had already been hospitalized and the delivery was scheduled for the outpatient clinic. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s unconfirmed hospitalization.

Manufacturer narrative:
Correction: d4, h4 the actual serial number was not reported and therefore the initial report had an incorrect serial number. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.